Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "upon entering patient's room nurse noticed bottom of pump slightly wet and IV tubing was leaking through a small hole."

Event description:
The leak occurred during an infusion of insulin.